Event description:
Customer reportedly received the following results on the compact plus system within 10 mins: 252 mg/dl, 108 mg/dl, 164 mg/dl, and 105 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.